Event description:
It was reported that a sudden drop in battery longevity estimate was observed. On 12 feb 2022 battery longevity was showing eleven years and on 23 aug 2022, battery longevity estimated little over three years. Premature battery depletion was alleged. The device has not been explanted as elective replacement indicator (eri) has not been reached. The patient was stable. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.